Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal delivery. The customer's blood glucose was 114 mg/dl. The customer stated that he was not able to complete the troubleshooting procedure due to lack of supplies. He was advised to do a complete set change when he arrived home and to call back if this did not resolve the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.